Manufacturer narrative:
(B)(4).

Event description:
Info from the pt's health care provider (hcp) showed the pt had their device and the leads repositioned on (B)(6) 2010. It was also stated that, afterward, the pt elected to cancel f/u care with their hcp. No more info was available at the time of this report.